Manufacturer narrative:
Investigation: 2 photo was received and evaluated. Open seal was observed from the blister package in the photo. 2 actual (unused) samples were returned for investigation. Opened seal was observed on the samples. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. The complaint is confirmed and product is out of specification. DHR was performed and no quality notification was raised for a similar nonconformance for past 12 months.

Event description:
It was reported that on at least 2 occurrences with bd insyte¿ vialon-e 22ga x 1.25in ¿the sealing part was opened.¿ found before use.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on at least 2 occurrences with bd insyte¿ vialon-e 22ga x 1.25in ¿the sealing part was opened.¿ found before use.